Event description:
It was reported to medtronic minimed that the customer experienced charge/battery life less than expected. The customer reported no adverse event. The event involved product(s) mmt-1811. The troubleshooting was performed and the customer had to suspend before low/suspend on low alarms that were cleared right away. Explained the alarm rapidly depletes the battery if not cleared. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1811 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test, active current measurement, and sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 99.0 received the lowbatteryalert (104) on 12/28/2024 04:31:00 faster than expected at 0.36 days. Battery cycle 98.0 received the lowbatteryalert (104) on 12/27/2024 16:01:00 faster than expected at 2.04 days. Battery cycle 92.0 received the lowbatteryalert (104) on 12/08/2024 20:59:00 faster than expected at 1.67 days. With reference to the baat tool instructions, the customer experienced an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the corroded battery tube / pcba 1 / pcba 2 j1 connector. The p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, corroded battery tube, cracked belt clip rails, and serial number label missing. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was confirmed due to moisture damage on the corroded battery tube / pcba 1 / pcba 2 j1 connector. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.